Event description:
Boston scientific received information that high, out-of-range shock lead impedance measurements occurred on this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead. Boston scientific technical services (ts) discussed that shock impedance values have been fairly stable and this is a single coil lead. Ts also suggested consideration a commanded shock to test impedance measurements in the future. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range right ventricular shock impedance measurements. Technical services (ts) advised shock impedance measurements had been fairly stable over the year prior. Additional information provided years later this crt-d was explanted due to normal battery depletion. Another crt-d was implanted to complete the procedure. This crt-d has been returned but analysis has not yet been completed. No additional adverse patient effects were reported.